Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pleural effusion and subsequently died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized prior to death for pleural effusion. While in the hospital, the patient was treated for the pleural effusion with a higher dose of dianeal. The patient died after being hospitalized for seven days. An autopsy was not performed. It was reported that peritoneal dialysis therapy was ongoing and being performed at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, however, the device failed functional performance specification due to a door handle test failure. Per the device evaluation, there was no failure or malfunction identified that could have caused or contributed to the reported difficulty. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.